Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces; the connector portion measuring 12.0 cm; distal portion measuring 55.5 cm. An external insulation abrasion was noted at 34 cm -34.2 cm from distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.